Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge and underwent an ipg replacement procedure. The patient was doing well postoperatively and the explanted ipg was disposed by facility.